Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "minor bruising" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: 5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 6. Adverse events ¿ the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. 8. Instructions for use a. To attach needle to syringe step 1: remove tip cap hold syringe and pull tip cap off the syringe as shown in figure a. Step 2: insert needle hold the syringe body and firmly insert the hub of the needle (provided in the juvéderm® package) into the luer-lok® end of the syringe. Step 3: tighten the needle tighten the needle by turning it firmly in a clockwise direction (see figure b) until it is seated in the proper position as shown in figure c. Note: if the position of the needle cap is as shown in figure d, it is not attached correctly. Continue to tighten until the needle is seated in the proper position. Step 4: remove the needle cap hold the syringe body in one hand and the needle cap in the other. Without twisting, pull in opposite directions to remove the needle cap as shown in figure e.

Event description:
Healthcare professional reported the event of one syringe of juvéderm® ultra xc became "defective," the syringe "clogs up and needle flies off," and "three quarters of the syringe was lost." A call to the healthcare professional indicated the needle disengaged during the injection. They also indicated the patient experienced minor bruising. No additional information about the bruising was available. No indication provided if there was treatment or resolution regarding the bruising event. The packaged needle was used, and this was the confirmed initial use of the syringe.